Event description:
Tampons become unraveled during removal, retained- vagina [foreign body in reproductive tract]. Tampons become unraveled [device breakage]. Tampons become unraveled as removing them [complication of device removal]. Cause was traced to design [product design issue]. Case description: consumer reported via e-mail that tampons unraveled as she was removing them. No serious injury reported. Lot codes: 15762/5912 01:03, 09762/5859 18:37, 07462/5838 02:07, 05063/5815 05:50, 17964/5887 14:14, 15862/5912 03:34, 16864/5887 07:17, 04763/5815 09:52, 07962/5898 13:04, 15162/5889 22:25, 15262/5912 02:25, 16462/5912 07:01, 14862/5889 17:36, 14762/5889 15:50.